Event description:
It was reported that a reservoir was used on a pt that underwent surgery for sigmoid colon cancer and intestinal blockage in 2005. Post operatively, the wound became infected. Pansporin was administered to the pt for three days in 2005. Sulbactam sodium/ and ceforperazon sodium was administered for 8 days in 2005. The wound infection has been resolved.